Manufacturer narrative:
The complaint investigation for falsely elevated carbon dioxide (co2) results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the carbon dioxide (co2) assay was identified. All available patient information was included. Additional patient details are not available.this issue was previously reported under MDR number 3016438761-2023-00075 under a different suspect device.

Event description:
The customer observed falsely elevated co2 results generated on the architect c4000 processing module for multiple samples. (Normal range: 22-29 meq/l). The customer reports the results of patients begin to increase in value during the day. Results near 35 or 36 meq/l, after calibrating generate normal results. No impact to patient management was reported.